Event description:
Reporter indicated a vns pt had device taken out some time ago due to infection, but was not sure where the infection was or the cause. The pt elected to not proceed forward at this time with the surgery as the pt has other health issues. Good faith attempts to obtain additional info have been unsuccessful to date.

Manufacturer narrative:
Device mfg records were reviewed. Review of mfg records confirmed sterilization for both the generator and lead prior to distribution.